Manufacturer narrative:
Examination of the returned instruments confirms the complaint; the ratchet control cap is frozen and is broken away from the handle. Previous investigations found the root cause is attributed to a supplier assembly process. (B)(4) was implemented on january 10, 2011 to improve the design of the cap retention and the ratchet engagement. The returned samples were manufactured between 2008 and 2009; before the design changes. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Broken screwdriver handles found during inspection at office. The collar between the shaft and handle are not working properly.